Event description:
The patient with pathological fracture of right femur due to prostate cancer metastasis underwent gmrs femoral arthroplasty and bipolar hip arthroplasty on (B)(6) 2023. After cement was injected into the femur and the gmrs stem was inserted, the patient suddenly suffered cardiac arrest during waiting polymerisation. While CPR was performed and rosc was confirmed 7 minutes after cardiac arrest, the surgery was discontinued.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.